Event description:
It was reported that a novum iq syringe pump under-infused during patient infusion. The pump indicated "infusion complete"; however, there was 1 ml remaining in the syringe. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.